Event description:
Boston scientific received information that this lead exhibited an out of range low pacing impedance measurement and high threshold measurements. There was no report of any adverse patient effects. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).